Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reports that on (B)(6) 2010, the pump had emitted a low battery warning and when changing battery, it was found that battery and pump were very hot. The pt did not suffer any injury due to the issue. The battery was not leaking. The battery cap yellow o-ring not visible. The battery cap threads were intact and there were no cracks found on the pump.